Manufacturer narrative:
On (B)(6) .2015 it was communicated that: "we are waiting for the instrument to be returned to confirm the lot number. I will let you know as soon as the instruments are returned. " on (B)(6) 2015 it was added: "the instrument has not been returned. I will let you know when I receive them." Not received back yet.

Event description:
A patients proximal tibia was fractured when the surgeon used the puncher. The surgeon said the punchers are too blunt and requested all new ones. The puncher will be returned. Patient info: not available. X-rays not available.

Manufacturer narrative:
On 16.oct.2015 it was communicated that: "the puncher that caused the fracture was 02.07.10.1041 lot 1411569" "as stated in the complaint the surgeon said the punchers are too blunt and requested all new ones. We received 3 punchers from the sales agent and will be sending them all back as part of the complaint. Below are the reference and lot numbers for all three punchers. 02.07.10.1041 lot 1411569 02.07.10.1040 lot 1411568 02.07.10.1039 lot 1413598". Preliminary analysis performed on 27 october 15 by the medical affairs director: in principle, a blunt puncher could be a reason for a tibial fracture during operation. Other possible causes include excessive applied force, wrong orientation or position, wrong size, excessively poor bone quality. After technical inspection and comparison with instruments that served well for hundreds of cases we may have a clearer idea and perform a more sound evaluation. Visual inspection performed by r&d project manager on 03 nov 15: the device is conform to the specifications; the problem is probably caused by a very hard bone difficult to prepare with the standard procedure. In this case surgeons usually prepare the bone by using the saw blade before to inpact the trial puncher. More aggressive puncher provided with lateral teeth are available to make the keel preparation easier. On 13 nov 15 it was prepared a final report with the information reported in the initial MDR and here above. On the same day it was sent to the initial reporter and the case was closed.